Event description:
It was reported that the patient heard an alarm describing it as what could be the critical alarm. The patient had been hearing the alarm for a few days but had not had any symptoms. Telemetry confirmed a critical alarm due to a motor stall which had occurred on (B)(6) followed by a tube set log on (B)(6). A motor stall had also occurred on (B)(6) and recovered on (B)(6). It was confirmed that the patient had not had a magnetic resonance imaging (MRI) scan. This device system delivered baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8596, serial# (B)(4), implanted: (B)(6) 2008. (B)(4).